Event description:
It was reported that the patient has expired after an implant duration of approximately 2.53 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Four falsely elevated ecrea results were obtained on patients' samples. The results were reported to the physician. The samples were repeated and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated ecrea results.

Manufacturer narrative:
Through follow-up with the health-care provider via fax, copies of the patient's operative reports for procedures on 01/29/2010 and 02/03/2010 were received. Unfortunately, the cause of death was not provided.

Event description:
This is a report from baxter (B)(4) of a leak which occurred at the connection between gang and stopcock after 2 hours of usage. The 3 gang manifold was connected with a filling device (a filling syringe) in which diprivan 2 % was injected. Small cracks appeared in the stopcock and the diprivan leaked out. The flow of the injector was 5 at 10 ml/hr. The reported condition occurred during use. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/07/2010 and 06/11/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed and there were no nonconformance found related to this event.